Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted proper function when tested and nothing unusual was observed in the iabp log files. The stm replaced the top display and relative labels due to a horizontal line observed across the display. The stm also noted that the touch screen was soiled with cleaning solution which made it difficult to calibrate the display screen. The stm removed the excess cleaning solution from the touch screen which then responded properly. The stm was able to run a simulated treatment while running the battery runtime test without issue and noted that the screen was able to be locked and unlocked without issue. The stm was unable to duplicate the reported issue and noted that the cleaning solution on the touch screen had made operation difficult. Subsequently, the stm completed the scheduled preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the touchscreen of the cardiosave intra-aortic balloon pump (iabp) was not locking. It was later reported that the clinicians were unable to unlock the touchscreen during patient transport. The patient was being transported to another facility. The iabp was in use on the patient for about 24 hours without issue in the ICU. The iabp reportedly never stopped operating. The patient was then switched to the transport team iabp. There was no patient harm and no adverse event was reported.